Event description:
A customer reported a pump failure, but no additional details were provided. There was no reported impact to the customer's blood glucose level. No further actions or outcomes were documented from the event.